Event description:
The customer's father reported she was unable to test her glucose, due to an error 3 message on the adc meter. Due to this, the customer had a diabetic seizure followed by a loss of consciousness. The customer was diagnosed with severe hypoglycemia and treated in the hospital with IV dextrose and food.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.